Manufacturer narrative:
(B)(6) 2011 followup of pt status - the oral inflammation was recovered. The scales of the inflammation were removed and the extraoral one was mostly recovered. Report from foreign OEM.

Event description:
Dentist stated that gluma desensitizer was applied to hyperesthesia zone appropriately according to the dfu. Protected the mucous membrane with cotton wool. Only the small amount was applied. Then rinsed with gargling. The incident experienced developed 6 days after applying.